Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 44. Implant surface not completely covered with bone, bone overheating and ridge augmentation. On (B)(6) 2019, non-osseointegration was verified. The device was forwardedto the manufacturer. At the event the patient experienced: pain, mobility, swelling and bleeding. No further patient complications were reported.